Event description:
The customer reported that after coagulation, the device jammed and couldn't be opened. Another device was used to complete the procedure without incident. There was no pt injury.

Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date it has not been received for eval. Add'l questions in regard to the incident have also been asked. If the sample is received or if add'l info pertinent to the incident is obtained a f/u report will be submitted.